Manufacturer narrative:
Updated fields - b4, g3, g6, h2, h3, h6 (type of investigation, investigation findings, component code, investigation conclusions), h11. A getinge field service engineer (fse) was dispatched to evaluate the unit. He states, customer complained electrical test fail code 50. Observed and found same. Reset connections of motor controller pcb but problem is not resolved. Required motor control pcb for further diagnosis. 12-6-2025: replaced motor control pcb and found machine working ok. All functional tests have been performed successfully. Machine handed to the customer in working condition.

Event description:
It was reported by the customer that during a routine check of the cs100 (iabp), maintenance error code 50 was detected. There was no patient involvement.

Manufacturer narrative:
Due to character limitations in e1 event site name-(B)(6) hospitals private limited, event site address - 241a, near (B)(6), b/h di a supplemental report will be submitted upon completion of our investigation.